Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date upon completion of the investigation a follow up report will be filed.

Event description:
The valve couldn't get programmed anymore.

Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: small cuts in the silicone housing were noted at the proximal end of the valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the small cuts in the silicone housing. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 23rd october 2001. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause to the cuts in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that the valve was no longer able to be programmed. The valve was explanted and replaced.